Event description:
Caller reported a tandem mobi cartridge alarm, and it was confirmed as cartridge alarm 34. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.